Event description:
A report was received that during use, catheters of the closed suction system came out of the control valve. The incident occurred either during october or november 2002. However, the end user delayed reporting to ballard medical. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.